Event description:
Patient status post orif of distal humerus, implanted in (B)(6) 2011, returned to surgeon on unknown date for pressure ulcer that had developed adjacent to implant site. Patient was returned to operating room on (B)(6) 2012. Surgeon removed 1 plate and locking screws at the ulcerative area. Surgeon noted removed hardware was intact, and unbroken. Other hardware on humerus (distal and proximal) was noted as intact, and remains implanted. No further treatment is planned at this time.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.